Event description:
It was reported by the customer that they visited the emergency room and were hospitalized on (B)(6) 2022 due to hyperglycemia and cardiac arrest. Blood glucose at time of admission was over 800 mg/dl. User felt sick/unwell, felt tired/weak, had altered vision/vision changes, and increased thirst as symptoms when admitted. User stated events leading to hospitalization included an infection and cardiac arrest. Ketone test was done and results were high ketones. (User had diabetic ketoacidosis) the customer also stated their sensor glucose and blood glucose readings were off. User stated insulin delivery was suspended due to sensor glucose and blood glucose differences. Use had calibration issues with the sensor. Customer was using insulin pump within 48 hours of reporting high blood glucose event. Customer stated that the auto mode was not on. The customer will continue to use the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to the event has been updated in the description summary and provided in b5 section of this report.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2022. The customer's blood glucose level at the time of incident was over 800 mg/dl. Customer was feeling sick, tired, weak, altered vision, increased thirst. The customer was treated with intravenous insulin drip. Customer was using insulin pump within 48 hours of reporting high blood glucose event. Customer stated that the auto mode was not on. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.